Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on 02-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") in a 47-year-old female patient who had essure (batch no. A02559) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), neck pain ("cervical pain"), arthralgia ("joint pain") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, neck pain, arthralgia and fatigue outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, fatigue and neck pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') in a 47-year-old female patient who had essure (batch no. A02559) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), neck pain ("cervical pain"), arthralgia ("joint pain") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, neck pain, arthralgia and fatigue outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, fatigue and neck pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: the case will be deleted from bayer pv database. Nullification reason: as per follow-up information received, this case was identified as a duplicate of case (B)(4) . All the information from case (B)(4) has been transferred to case (B)(4) . Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 24-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") in a (B)(6) female patient who had essure (batch no. A02559) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), neck pain ("cervical pain"), arthralgia ("joint pain") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, neck pain, arthralgia and fatigue outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, fatigue and neck pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.